Manufacturer narrative:
H3: no conclusion can be drawn. No evaluation was performed, as the device was discarded by customer. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the tool was broken in half, when surgeon was drilling. No patient impact reported. The procedure was completed with backup device and there was no intervention performed and no fragments left inside the body. On follow up, it was confirmed with the health care professional that there was no patient or staff impact and l4/l5 endoscopic decompression (right side) procedure was performed. On follow up, it was reported that there is no patient or staff impact.